Event description:
On 25-nov-2025 the user¿s mother reported that on (B)(6) 2025, the user experienced hyperglycemia with a bg of 215 mg/dl. The user disconnected the ilet prior to seeking further evaluation. The user was taken to the hospital, treated with intravenous fluids and insulin, admitted until (B)(6) 2025, and discharged in stable condition.

Manufacturer narrative:
The user was reported to have experienced elevated blood glucose requiring hospital treatment with intravenous fluids and insulin. No device malfunction was confirmed, and attempts to determine whether supply-chain or infusion-set issues contributed were inconclusive based on available information. The device was not returned for evaluation, and a follow-up MDR will be submitted if additional information becomes available.